Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Customer became dizzy and required assistance addressing bg with food. Reportedly, low bg was due to the customer cleaning, and the pump basal rate setting needed adjustment. Recommendation was made to discuss diabetes management with a health care professional.